Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: summons received. Event injury nos replaced with menstrual issues and persistent pelvic pain. Product , patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure, agus, endocervical curettage, atypical glandular cells of undetermined significance, hypertension nos and nausea. Concurrent conditions included benign essential hypertension, hematochezia and morbid obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, 2 years after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy/total hysterectomy/ratlh and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: following events added: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish and mental anguish. Concomitant and historical conditions added. Concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 34-year-old female patient who had essure (batch no. 716609, 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, agus, endocervical curettage, atypical glandular cells of undetermined significance, hypertension and nausea. Concurrent conditions included benign essential hypertension, hematochezia and morbid obesity. Concomitant products included hydrochlorothiazide, ibuprofen, lisinopril, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy/total hysterectomy/ratlh and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract infection, urinary tract disorder, vaginal discharge and vaginal infection had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as insertion date : (B)(6) 2012. Treatment received for bladder infection, bladder problem, urinary problems, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number was added. Insertion date updated. New events added: bladder infection, bladder problem, urinary problems, uti, vaginal infection, vaginal discharge. Outcome of previously added events pelvic pain, abnormal bleeding(vaginal) and menorrhagia were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 34-year-old female patient who had essure (batch no. 716609, 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, agus, endocervical curettage, atypical glandular cells of undetermined significance, hypertension and nausea. Concurrent conditions included benign essential hypertension, hematochezia and morbid obesity. Concomitant products included hydrochlorothiazide, ibuprofen, lisinopril, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy/total hysterectomy/ratlh and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract infection, urinary tract disorder, vaginal discharge and vaginal infection had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as insertion date : (B)(6) 2012. Treatment received for bladder infection, bladder problem, urinary problems, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Lot number: 689939, manufacturing date: 2009-11, expiration date: 2012-11. Lot number: 716609, manufacturing date: 2010-02 ,expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.